Event description:
It was reported that the device is having speaker problems. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No appearance of any physical damaged. No error which related to customer reported problem was found pump event history log. Audio test was able to duplicate the reported problem. Main board does not operate as intended. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced main board due to speaker issues.